Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an adverse event for an ingested capsule. The patient followed prep regimen a day prior to ingestion. On the day of ingestion, the patient went to the emergency room because she was feeling lightheaded and dizzy. After receiving additional alerts on the recorder to continue with the oral solution, the patient's sodium levels dropped extremely low and ended up having a seizure. After an esophagram, the x-ray showed the capsule lodged in the esophagus due to what was thought as an unknown esophageal stricture. Hospitalization and electrolyte correction were done to correct the problem. The patient's last status is improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.